Event description:
It was reported by the customer's mother that the customer had differences between the sensor glucose and the blood glucose readings. Customer stated that he was experiencing a low suspend alarm and a threshold suspend alarm. Customer's mother stated that this happens usually within the first 24 hours. Customer had the issue on the second day of wearing the pump while asleep. The same issue occurred about 2 weeks ago when the customer had sensor glucose reading of 70 mg/dl and customer's actual blood glucose level was 238 mg/dl. Customer's most recent blood glucose level from this morning was 115 mg/dl. Customer was advised to calibrate only when stable. Customer was also advised to insert the sensor where pressure can't be applied to the sensor. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.